Manufacturer narrative:
The reported event for high impedance was confirmed. As returned, x-ray showed multiple broken wires in the header of both return single extensions. The root cause is consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2020-48969. Related manufacturer reference number: 1627487-2020-48970. Related manufacturer reference number: 1627487-2020-48971. Related manufacturer reference number: 1627487-2020-47933. It was reported the patient underwent surgical intervention due to high impedance. During the procedure high impedance were found on both the patients leads and extensions. The patients extensions were explanted and further surgical intervention is pending to explant and replace the patients leads.